Event description:
Complainant alleged that during biomed testing the device started to automatically auto-analyze inappropriately. The customer indicated that the device was attached to non-zoll electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.